Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a17 and a21. Customer's blood glucose was 167.7 mg/dl. The customer stated that they getting multiple a21 and a17 alarms when completing a battery change. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected a17 or a21 error alarm noted. The insulin pump passed displacement, self test and tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window and broken belt clip slot at the battery tube threads area.